Event description:
Customer reported the battery is leaking on this pump. Information was not provided regarding whether or not the problem occurred during a patient infusion.although requested, no additional information has been obtained on this report. No patient involvement has been reported.

Manufacturer narrative:
Evaluation summary: the device has been requested for evaluation. If device is received and an evaluation performed, a follow-up medwatch will be filed.